Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 160 ohms, but measurements were currently in the 120s. It was noted that tachy therapy was previously programmed off in 2018 when the patient's ejection fraction (ef) had gone back up into the 40s. Recently, the patient's ef had gone down to the 20s, and the physician wanted to turn tachy therapy back on. Review of shock impedance trends showed a gradual rise in measurements, suggestive of possible lead calcification. The patient was brought in and sedated for commanded shocks at 1.1j and 41j triad shocks, and good results were observed. Delivered shock impedance was 103 ohms, and lead testing through the programmer after shocks was 109 ohms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements in the 140 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations. Possible next steps included clearing the current alert, commanded shocks, or possible lead revision. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 160 ohms, but measurements were currently in the 120s. It was noted that tachy therapy was previously programmed off in 2018 when the patient's ejection fraction (ef) had gone back up into the 40s. Recently, the patient's ef had gone down to the 20s, and the physician wanted to turn tachy therapy back on. Review of shock impedance trends showed a gradual rise in measurements, suggestive of possible lead calcification. The patient was brought in and sedated for commanded shocks at 1.1j and 41j triad shocks, and good results were observed. Delivered shock impedance was 103 ohms, and lead testing through the programmer after shocks was 109 ohms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements in the 140 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations. Possible next steps included clearing the current alert, commanded shocks, or possible lead revision. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit gradually increasing shock impedance measurements that were now up to the 150s ohms range. Technical services (ts) discussed troubleshooting options and programming considerations. Possible next steps included clearing the current alert, commanded shocks, or possible lead revision. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 160 ohms, but measurements were currently in the 120s. It was noted that tachy therapy was previously programmed off in 2018 when the patient's ejection fraction (ef) had gone back up into the 40s. Recently, the patient's ef had gone down to the 20s, and the physician wanted to turn tachy therapy back on. Review of shock impedance trends showed a gradual rise in measurements, suggestive of possible lead calcification. The patient was brought in and sedated for commanded shocks at 1.1j and 41j triad shocks, and good results were observed. Delivered shock impedance was 103 ohms, and lead testing through the programmer after shocks was 109 ohms. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.